Manufacturer narrative:
The exact cause of the event could not be determined because further information such as post operative x-rays and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further information has been provided by the surgeon and it is reported that the patient is going to a different surgeon for a second opinion. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and/or additional information become available, this investigation will be reopened. Siw will continue to monitor for trends. Device remains implanted.

Event description:
It was reported that the implant did not lengthen as expected.